Manufacturer narrative:
The products have been retained by the hospital and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited noise and oversensing which resulted in an inappropriate shock. It was reported that there was insulation damage to the lead and a lead fracture was suspected, but all lead measurements were within normal limits. No damage to the conductor was identified via fluoroscopy. A revision procedure was performed and the device and rv lead were explanted and replaced. No additional adverse patient effects were reported.